Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. However, the returned device indicated that the set screw had a rounded socket, was lodged, and was found in the connector bore.

Event description:
It was reported that during the implant attempt, the lead could not be advanced into the right ventricular (rv) port. It was noted that the set screw was protruding into the bore. Multiple attempts were made; however, the set screw could not be engaged. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.